Manufacturer narrative:
The calibration was last performed on 07-dec-2023 and it was acceptable. The pre-analytical information was requested but not provided. The service actions (replacing the ultrasonic mixer assembly, the sipper, and the vacuum nozzles) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The na electrode expiration date was not provided. The cobas 8000 cobas ise module serial number was (B)(6). Initially, the qc was within range but later on the qc went out of range which prompted the customer to repeat the sample. The alarm trace showed an abnormal aspiration (sample probe) alarm and multiple water reservoir level too-low alarms. The instrument's maintenance was up to date before the event. The field service engineer found chips in the bottom of the mixing vessel. He replaced the mixer assembly, the sipper, and the vacuum nozzles. The customer performed calibration and qc and they were acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient's sample tested on a cobas 8000 cobas ise module when compared to a different cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 147 mmol/l. Repeat result: 138 mmol/l (tested another c8000 ise).